Event description:
It was reported that during service and evaluation, it was determined that the battery handpiece device had intermittent operation. It was noted in the service order that during a total knee arthroplasty for osteoarthritis, the device would not start. Since the device had already been used, the operation was not affected. The surgery was completed successfully without any surgical delay. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the device was functionally / visually tested. The described failure by the customer could not be confirmed. The device was visually inspected as received from the customer. It was found that the device passed visual inspection. Following test failed according to the pre-diagnostic assessment: check function of device. Following failure could be identified: the device was visually and functionally inspected, and it was found that the device was not running. After the shaft was moved a bit forward the device started running again, this is consistent with a death point of the motor leading to the intermittent running. Root cause comments: the most probable root cause can be linked to component failure from wear. As part of synthes quality process all devices are serviced, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.